Event description:
Patient was having a prostate needle biopsy with MRI. The transrectal ultrasound with stepper guide was placed into the rectum and adjusted such that there was good visualization of the prostate in both planes and there was not significant compression. The transperineal template guide was used. Lidocaine was injected into the perineum. The areas of interest mentioned above were then visualized. In the target area, 20 samples were taken (however many of these were misfires from a broken biopsy gun so the true number is likely around 10-12). The surgeon had to open three (3) different prostate needles due to the first two not firing correctly. Each time he would fire it, it would misfire, and he would have to try again. The misfires caused the patient to have multiple injection sites and prolonged anesthesia time. Purchasing removed all of the biopsy needles off of the surgery carousel and replaced them, but issues have still been reported: bard max-core disposable core biopsy instrument. Ref mc1825. Lot redt1887. Both are from the same lot.